Event description:
Report of formal claim received from (B)(6) regarding revision of pinnacle mom hip implants. Date of revision confirmed, reason for revision not provided.

Manufacturer narrative:
It has been determined that this report is a duplication of another medwatch (1818910-2015-15634), and therefore we are rejecting this report.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.the complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).